Event description:
A report of inability to charge was received. The pt has lost a significant amount of weight, and large amount of excess skin are preventing her from being able to charge her ipg. Revision surgery has been recommended.